Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to determine if any malfunction, defect or other product condition could have contributed to the pt's hyperglycemia. No product lot number was reported, therefore no qualification record review was possible. The omnipod user's guide warns "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia.," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."

Event description:
The pt reported that on (B)(6) 2012, her blood glucose measured 279 mg/dl at 7:03 am. She was having a meal estimated to contain 20 grams of carbohydrate and took a 6 unit insulin bolus. At 11:30 am, her bg measured "high" (>500 mg/dl) and she corrected with a 10 unit manual injection of insulin, which lowered her bg only to 471 mg/dl by 12:17 pm. Her bg was again "high" at 1:32 pm and 486 mg/dl at 1:51 pm (no insulin treatment was reported at either time). She was taken to the emergency room by her neighbor and admitted. At 5:13 pm in the hospital, the device was deactivated and discarded. She was positive for ketones and placed on an insulin drip. She was also told her potassium was low, but she does not know how the hospital treated this. At the time of the call she had been hospitalized for three days and had been told she wouldn't be released until she was "at 22" and she's currently at 10, but she didn't know what these numbers referred to. She also reported current symptoms of nausea and irregularity.